Event description:
It was reported that the patient presented for an implant procedure. During initial implant, it was observed the right ventricular leadless pacemaker was unable to be released from the tethers of the delivery catheter. Troubleshooting was attempted but the system was ultimately removed and fully replaced. The replacement implant was successful without further issue. The patient was stable.

Manufacturer narrative:
Reported event separation failure was not confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.